Event description:
The company was notified that the patient's electrode array had reportedly migrated. The patients device was explanted in 2007. The patient was reimplanted with another advanced bionics cochlear implant